Event description:
Complainant alleged that while attempting to treat a male pt, the device displayed a "paddle fault" message. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.